Manufacturer narrative:
When the plcr60b reload was visually examined, it was found to be damaged at the proximal end. It cannot be definitively ascertained that this damage was the cause of the observed event. The device used concomitantly, (i60) was also examined; it functioned according to its specifications. As it stands, the root cause could not be determined.

Event description:
During a hand-assisted sigmoid procedure, it was observed that the third firing of a plcr60b reload resulted in transected tissue without the deployment of staples. The transected tissue was then sutured. There was no harm to the pt.